Manufacturer narrative:
This report is filed on (B)(6) 2018.

Event description:
Per the clinic, the patient experienced an infection and cholesteatoma resulting in the decision to explant the device. The device was explanted on (B)(6) 2017.